Event description:
During coronary drug eluting stenting treatment procedure, difficulty removing the delivery device from the guidewire was encountered. The lesion being treated was a moderately calcified, 80% stenotic lesion in a severely tortuous right coronary artery. The physician successfully deployed a taxus express2 8.8% 3.0 x 20 mm stent. During withdrwal, the stent delivery device became stuck on the .014 x 300 cm bmw guide wire. The physician pulled the stent delivery device and guide wire out as a unit. There were no pt complications or injuries. Pt status is reported as "satisfactory/good."